Manufacturer narrative:
The pusher was received without the implant coil attached. The implant coil was not returned for evaluation. Inspection of the pusher revealed no evidence of burn marks on the heater coil and the tip of the monofilament was stretched, indicating the implant coil separated due to tensile/retraction forces rather than an activation of the heater coil with the detachment controller.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that balloon-assisted coiling was performed to treat a carotid-cavernous fistula. While advancing the coil during a repositioning attempt, the coil detached in the microcatheter. The coil was removed in its entirety without additional intervention. There was no reported patient injury. The patient was reported to be "doing fine" post-procedure and was discharged from the hospital.